Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, uterine bleeding, food allergy and ovarian cyst. Concomitant products included oral contraceptive nos from (B)(6) 2011 to (B)(6) 2013 for birth control. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy/allergic or hypersensitivity reaction type: nickel reaction"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and thyroid disorder ("thyroid issues/autoimmune disorder type of disorder: thyroid issues") and was found to have progesterone decreased ("hormonal changes/hormonal changes describe: low progesterone"). The patient was treated with progesterone and surgery (da vinci facillated total laparoscopic hysterectomy, b/l salpingectomy right ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, thyroid disorder and allergy to metals outcome was unknown, the progesterone decreased had resolved and the migraine was resolving. The reporter considered abdominal pain, allergy to metals, migraine, pelvic pain, progesterone decreased and thyroid disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion bilateral occlusion. Pathology test - on (B)(6) 2018: diagnosis: a. Uterus with bilateral fallopian tubes and essure coils (hysterectomy, bilateral salpingectomy): ¿ secretory endometrium with focal adenomyosis. ¿ unremarkable cervix. ¿ para tubal cysts. ¿ unremarkable right and left fallopian tubes. ¿ essure coils (gross identification only). B. Right ovarian cyst (resection): ¿ corpus luteum cyst. Specimen source- a. Uterus, cervix, tubes, essure coils. B. Right ovarian cyst. Clinical information- dysfunctional uterine bleeding, pelvic pain gross description- a. Labeled "uterus/cervix tubes/essure coils" is a 101 gram uterus with attached cervix measuring 8.4 x 6.5 x 4.6 cm. The serosal surface is gray-purple, smooth and glistening. The gray-maroon, erythematous eclocervical mucosa is 3.6cm and encircles a 1.3 cm slitlike os. The right and left cornu contain metal essure coils, which are submitted for retention. A 0.2 to 0.3 cm endometrium is red-maroon, smooth and glistening. The 2.3 cm myometrium is focally trabeculated with a 0.3 cm blood-filled cyst. The right pink-purple, fimbriated fallopian lube is 7.3 x 0.6 cm and the left pink-purple, fimbriated fallopian tube is 7.0 x 0.8 cm. The left fallopian tube contains multiple smooth walled, para tubal cysts ranging from 0.1 to 2.7 cm. Cassette summary: a1) anterior cervix and serosa; a2) posterior cervix and serosa; a3) anterior endomyometrium; a4) posterior endomyometrium and blood filled cyst; a5) right fallopian tube; a6)left fallopian tube; a7) largest para tubal cyst. B. Labeled "right ovarian cyst" is a 2.2 x 1.6 x 1.6 cm maroon-yellow, hemorrhagic, prominent corpus luteurn. The corpus luteum is serially sectioned and entirely submitted. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as thyroid disorder, pelvic pain, migraine. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: event hormonal changes pt updated to low progesterone. New event migraines / headaches added. Medical history, lab data, concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), thyroid disorder ("thyroid issues") and allergy to metals ("nickel allergy") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, thyroid disorder, allergy to metals and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, allergy to metals, hormone level abnormal, pelvic pain and thyroid disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: patient demography and lab data was added. Previously added event ¿injury¿ was replaced with events ¿ pelvic pain, abdominal pain, nickel allergy, thyroid issues and hormonal changes". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.